Event description:
On a transport, ventilator went into calibration mode on its own (out of ventilation mode). Team "bagged" the pt instead, and there were no adverse health effects. Ventilator removed from service and was sent in to bio-med devices for repair. Touchscreen replaced.